Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting a transient increase in pacing impedance. All other measurements were stable, and chest x-ray results were unremarkable. The patient was stable and will continue with scheduled monitoring.

Event description:
New information received notes that the lead was explanted and replaced due to insulation damage. The patient was stable.